Manufacturer narrative:
H3, h6: no parts were received by the manufacturer for evaluation. Codes b20 and c20 are applicable. Information received suggest accuracy changes correspond directly to physical movement or seating of the reflective spheres indicating possible cause. Code b15 is applicable. Based on the information known so far, code d15 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an spine procedure. It was reported that there were accuracy concerns with instrument trackers and the navigated pneumatic drill system. The inaccuracy was observed when the reflective spheres were not fully seated on the instrument tracker frame. Troubleshooting was performed, the instrument can initially be verified and used without issue. If a reflective sphere was not fully seated in the instrument tracker's frame, navigation accuracy appeared to be incorrect. Pressing the sphere downward onto the frame caused a visible change in displayed accuracy. When the spheres were pressed fully into place, the reported navigation accuracy changed immediately. During spine cases, the navigation target may initially display in one location and then shift to another after verification. Reported deviation was approximately 1¿2 mm. After pressing the sphere fully down and re-verifying the instrument, accuracy was typically restored and verified as acceptable. Accuracy changes c orresponded directly to physical movement or seating of the reflective spheres. There was a less than one hour surgical delay. There was no impact on patient outcome. This issue occurred 6 times between april 2026 and may 2026 with the last occurrence on may 6.